Event description:
Customer received readings of 430mg/dl and 380mg/dl but was not feeling symptomatic. Customer called the paramedics to confirm the results. The paramedics tested the pt 15 minutes later and received a reading of 159mg/dl. An attempt was made to review the system over the phone but the customer was unable to perform the testing because their hand was in a cast and did not have anyone to help. Customer has since been receiving accurate readings and that customer will test-the meter once their cast is removed.